Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged and resting on the lumen 2mm over the distal markerband and 4mm distal to the proximal markerband. The stent was damaged along it's entire length. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A product mandrel was inserted through the lumen with no restrictions noted. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. There were also kinks identified along the entire length of the hypotube shaft. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent slipped from the balloon inside of the catheter during advancement into the catheter, and the stent delivery system, stent and catheter were removed as a unit. Resistance was noted during advancement. There was no reported difficulty removing the stent or balloon inside of the guide catheter. No further damage was noted to any device.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 80% stenosed, 20x 3.0mm eccentric and de novo target lesion was located in the non-calcified and non-tortuous mid left circumflex artery (lcx). During the procedure inside of the patient, the physician encountered resistance during the advancement of the 3.0x16mm promus element stent delivery system (sds). The stent dislodged from the sds inside of the 3.5 7fr non-bsc guide catheter. Following removal of the device, the procedure was completed with a different device. No patient complications were reported, and patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported that the stent slipped from the balloon inside of the catheter during advancement into the catheter, and the stent delivery system, stent and catheter were removed as a unit. Resistance was noted during advancement. There was no reported difficulty removing the stent or balloon inside of the guide catheter. No further damage was noted to any device.